Event description:
It was reported that the location of this ambicor penile prosthesis (app) became infected, and the patient experienced edema in the penis and scrotum. Pus was observed in the pump and cylinders. The condition was treated with a full mulcahy procedure and oral antibiotics. A surgical procedure was performed in which the implant was removed. There were no further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The patient symptoms were found to be listed in the IFU. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the location of this ambicor penile prosthesis (app) became infected, and the patient experienced edema in the penis and scrotum. Pus was observed in the pump and cylinders. The condition was treated with a full mulcahy procedure and oral antibiotics. A surgical procedure was performed in which the implant was removed. There were no further patient complications reported.